Event description:
Boston scientific received information that this pacemaker dependent patient experienced syncope. Upon interrogation, oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition with greater than two seconds of asystole was observed. One low pacing impedance measurement of 240 ohms was also noted, however all other measurements were recorded at 450 ohms. Due to the fact that the previous implanted rv lead was abandoned in the patient, there was concern over an insulation issue due to increased lead on lead chatter and an acute rise in threshold measurements. There was also concern over a possible lead fracture. A revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.